Event description:
During the procedure, there was ablation catheter movement. The issue was noted to be only with the ablation catheter. The case was cancelled due to the concern of the location of the catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Power was applied and the returned amplifier successfully completed the post (power on self-test) and the system status light changed to green. A system calibration was then performed without error. A successful final functional test was then performed with no abnormalities identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period.

Event description:
Related manufacturer reference number: 2184149-2019-00019.